Event description:
It was reported by the aci sales professional that a male pt underwent a diagnostic cardiac heart catheterization procedure on (B)(6) 2012. Access was obtained at the left common femoral artery via a 6f procedural sheath (model unk). There was no report of pre-procedural femoral angiogram to assess the suitability of closure. Following the procedure, the radiology technologist (rt) who is a trained user, selected the mynx cadence to close the femoral artery. There were no reports of complications during the procedure or closure. The pt was ambulated and discharged to home the same day with no reported clinical sequela. On (B)(6) 2012, the pt presented back to the hospital complaining of pain at the accessed groin. An ultra-sound was performed which was positive for a pseudoaneurysm (psa). Per the aci sales professional, the psa was not treated but allowed it to resolve on its own and no medication was given. The pt was sent home but returned again to the hospital on (B)(6) 2012 and (B)(6) 2012 to have the site re-scanned. The psa had resolved and the pt was reported as doing fine. No pt clinical sequela was reported.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. This complaint has been determined to be FDA reportable after an internal retrospective review of complaints (conducted on (B)(4) 2013).